Manufacturer narrative:
The customer, a biomedical engineer, later confirmed that he was able to resolve the reported issue by reseating the user interface (ui) to stack flex cable. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control provided the biomedical engineer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently fail to complete the boot-up cycle when powered on. The biomedical engineer advised that when this condition occurred, the display was white and a service indicator was illuminated. A white display is indicative of a device lock-up condition. There was no patient use associated with the reported event.